Event description:
Customer states, "the pump was programmed to run at 20 ml/hr of heparin and it ran wide open. The programming was confirmed by 2 nurses and a doctor." (B)(6), rn mgr, elaborated on the incident. It was an acute mi patient that was receiving the heparin drip. The nurses went into the room after the pump beeped at them and it was an empty bag alarm. It was a 500 ml bag of heparin that infused in 15 minutes. The patient was scheduled to go to the cath lab immediately following the start of heparin therapy. The patient was delayed for 6 hours and no antidote was given. Technically, there was no patient injury.

Manufacturer narrative:
The reported complaint was not confirmed. Log review of (B)(6) 2013, indicates at 6:26am, an infusion was started of 50ml/hr and 50.5ml. The pump was then placed on hold for 1 minutes at 6:31am, after which the infusion resumed, running until kvo (infusion completed) at 7:29am. At 7:29am, another infusion was started of 50ml/hr and 50ml. The pump alarmed bag empty at 7:36am, with a remaining volume to be delivered of 45.2ml; the pump was placed on hold at this time. The infusion resumed at 7:36am, with an immediate bag empty alarm, and the pump was placed on hold at this time. The infusion resumed at 7:37am, and the pump was immediately put on hold. At 7:37am, the pump was powered-on and at 7:38am, an infusion was started of 50ml/hr and 50ml. The pump alarmed bag empty and placed on hold at 7:41am, with a remaining volume to be delivered of 47.6ml. At 12:08pm, the pump was powered-on and an infusion started of 999ml/hr and 500ml. At 12:35pm, the pump was placed on hold for 8 minutes, then the infusion resumed. At 12:49pm, the infusion went into kvo (infusion completed) and the pump was placed on hold. In an attempt to duplicate the issue, volumetrics were tested 3 times at 50ml/hr and 2.4ml with the following results: 1st test: 2.41ml or 101% of expected volume; 2nd test: 2.37ml or 99% of expected volume; 3rd test: 2.40ml or 100% of expected volume. The pump performed within specification for the period noted in the log review and during the testing to attempt duplicating the issue.